Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was observed to be torn at the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting button function. The damaged keypad should be obvious and detectable by the user and should alert the user to discontinue use of the device. The backlight, up, and down buttons were found to be not responding to presses. The keypad was removed and corrosion was observed under the button contacts. The backlight button has no effect on insulin delivery function.

Event description:
The patient reported that the up arrow was not always responding to button presses and the issue was getting worse with time. The patient reportedly wore the pump on the outside of clothing and did not clean the pump.